Event description:
The customer reported that while the unit was in use on a pt, the unit's display started to flicker. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
It was found by the tech that the reported problem could not be duplicated. As a precautionary measure, the color video receiver board (B)(4) was replaced. The unit was tested to factory spec. It functioned normally and was returned to the customer.